Manufacturer narrative:
The complete fluid management system was tested; while the equipment was found to be functioning properly, the hook on the weight cell was worn and loose which caused fluctuating and inaccurate readings. The equimat, endomat and weight cell have been in use for 8 years and have never been returned for calibration. Probable cause of event was lack of maintenance on the system. Our equimat and endomat manuals recommend that the fluid management system be returned for evaluation once a year.

Event description:
Allegedly, after procedure for an excision of multiple intra-uterine polyps, it was noted that pt showed facial swelling and had difficulty breathing; pt was put under observation in ICU for an extra day and released the following day. Pulmonary edema was not noted. Hospital contact stated it was a long procedure with high volume infusion of 13 x 300ml bags of saline.